Event description:
It was reported that the patient underwent successful implantation of the device. Post-implant chest x-ray revealed a pneumothorax. The patient was asymptomatic after the procedure and was placed on a non-rebreather oxygen mask for treatment. The patient condition is stable and released home. At follow-up visit, a chest x-ray showed a decrease in size of pneumothorax. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.